Event description:
It was reported that the user paired a new dexcom g6 sensor to the mobile app but not to the ilet, triggering a bg run alert and resulting in no continuous glucose monitor (cgm) data on the ilet until the sensor was correctly paired. The event involved user setup and pairing steps and did not implicate a specific device part. Symptoms included hyperglycemia peaking at 240 mg/dl, though the user reported no clinical signs or symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and review and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure during cgm pairing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error contributing to the event.